Event description:
Additional information received from the author reported that there were no medtronic products used on the patients included in this article.

Manufacturer narrative:
Please note that patient age is the average age of the patients reported in the article, as the actual age of patients involved was not provided. Please note that event date is based off the date the article was accepted for publication as the actual event date was not provided.

Event description:
Levine, a.b., parrent, a.g., macdougall, k.w. Stimulation of the spinal cord and dorsal nerve roots for chronic groin, pelvic, and abdominal pain. Pain physician. 2016. 19(6):405-412. Summary: in this study we report our results treating patients with chronic neuropathic groin, pelvic, and abdominal pain, using spinal cord stimulation and dorsal nerve root stimulation. Reported events: one female patient with either spinal cord stimulation (scs) or dorsal nerve root stimulation (dnrs) for management of chronic groin, pelvic, or abdominal pain was considered a long-term failure with a permanent implant. The patient had been trialed for both scs and dnrs and had good pain reduction with the scs trial. However, during the permanent implant period, the appropriate coverage was unable to be obtained, despite multiple revision operations. Furthermore, she noted unpleasant cramping in the ribs, which was possibly due to unwanted stimulation of the ventral nerve roots or dura despite the dorsal midline placement of the electrode. The patient had the device removed. There was no specific device information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.